Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to dislodgement. The explant and event dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt the lead was found cut approx. 6 cm distal to the is-1 connector pin. Two fragments were received for analysis, however, a small part of the lead body of approx.2 cm length was missing. The returned lead fragments were subjected to an extensive analysis. The inspection demonstrated a rubbed through insulation at approx. 8 cm distal to the is-1 connector pin. The outer conductor coil was found fractured at this position. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.